Event description:
It was reported a hematoma and vessel perforation occurred that required additional intervention. A left atrial appendage (laa) closure procedure was being performed. The physician obtained vascular access via seldinger technique and by using micro-puncture access device. Transseptal puncture was visualized with intracardiac echocardiogram (ice) imaging. A watchman fxd curve access system (was) was inserted. A 24mm watchman flx pro closure device and delivery system (wds) was then inserted, deployed and implanted in the laa without complications. The groin access site was then closed with a non-boston scientific (bsc) vascular closure device. The procedure was concluded. During the acute post-operative time, a hematoma had developed at the groin access site. It was discovered by the physician that an artery near the groin was "knicked" during initial micro-puncture access. The patient was brought back into the procedure room. Contralateral access was obtained to attempt to balloon that bleeding artery. This attempt was unsuccessful, so the physician attempted to wire the vessel and deliver coils, but during the vessel ruptured so a non-bsc endoprosthesis was used to stent the vessel. The patient is expected to fully recover.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a hematoma and vessel perforation occurred that required additional intervention. A left atrial appendage (laa) closure procedure was being performed. The physician obtained vascular access via seldinger technique and by using micro-puncture access device. Transseptal puncture was visualized with intracardiac echocardiogram (ice) imaging. A watchman fxd curve access system (was) was inserted. A 24mm watchman flx pro closure device and delivery system (wds) was then inserted, deployed and implanted in the laa without complications. The groin access site was then closed with a non-boston scientific (bsc) vascular closure device. The procedure was concluded. During the acute post-operative time, a hematoma had developed at the groin access site. It was discovered by the physician that an artery near the groin was "knicked" during initial micro-puncture access. The patient was brought back into the procedure room. Contralateral access was obtained to attempt to balloon that bleeding artery. This attempt was unsuccessful, so the physician attempted to wire the vessel and deliver coils, but during the vessel ruptured so a non-bsc endoprosthesis was used to stent the vessel. The patient is expected to fully recover. It was further reported the patient was discharged. The artery that was damaged during the procedure was the accessory branch of the right common femoral artery.